Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level ranging from 318-500's mg/dl. Cause was not known. Customer changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.